Event description:
The lead was capped on (B)(6) 2011. The lead dislodged shortly after implant in 2001 per pt, it was repositioned at gen change in 2006 and dislodged again per patient. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).